Event description:
It was reported that prior to a procedure, the one lumen wouldn¿t flush. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerline d/l catheter and two end caps were returned for evaluation. Gross visual and functional testing were performed. The investigation is confirmed for unable to flush issue as in-house syringe was attached to both red and purple luers. The purple lumen was patent to infusion and aspiration at a normal flow rate. The red lumen was infused at a slow flow rate, although no resistance or blockage was noted and aspiration was also possible at a slow flow rate. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4: (expiry date: 06/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that prior to a procedure, the one lumen wouldn¿t flush. There was no patient contact.